Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Electrical tests were performed on the lead measuring to specification. The lead was then reviewed under x-ray, again no anomalies were observed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that two days post-implant this right ventricular (rv) lead exhibited decreased sensing amplitude and pace impedance measurements. An x-ray was obtained indicating the lead had dislodged. A revision procedure was subsequently performed wherein the lead was successfully repositioned. Approximately 2 weeks later the patient presented to the hospital once more reporting discomfort with a heart rate of 40 bpm; high pacing thresholds and loss of capture (loc) were observed. Another x-ray was performed and there was no evidence dislodgement. Due to the patient's anatomy the physician suspected positional changes in the heart when breathing which may have impacted lead performance. Questioning possible microdislodgement the physician elected to perform a second revision procedure wherein the lead was explanted and replaced by one of greater length and a tined lead tip. No additional adverse patient effects were reported.